Event description:
Reporter stated that caller reported that station 1 of the unit had overfilled a final container by more than 5% based on a comparison of the programmed volume and the volume delivered. He did not have any more specific info. There was no pt involvement. The unit will be sent to product services for eval of this complaint and other service issues.

Manufacturer narrative:
Evaluation: unit was received dirty and was tested as received. Unit could not be fully tested because a service issie made it inoperative. Testing after repair of the service issue could not duplicate the reported problem of overdelivery. Unit then passed quality assurance final inspection.